Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An advanced system log review for the reported procedure was conducted by an intuitive surgical, inc. Failure analysis engineer (fae). Per the fae, no related system errors occurred during the surgical procedure that would be related to the instrument main tube breaking.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated grasper instrument associated with this complaint, and a failure analysis (fa) investigation was completed. Fa confirmed the customer reported complaint. The instrument was found to have a broken main tube. A piece measuring approximately .135¿ x .216¿ was observed to be missing, and this piece was not returned with the instrument. It is known that a broken main tube can be caused by damage during use, such as an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards, leading to cracking and subsequent breakage. Additionally, the instrument was found to have a dislodged proximal clevis. An additional unrelated observation was made. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were .035¿ - .206¿ in length and were not aligned with the tube axis. It is known that scratch marks and abrasions on the instrument's main tube can be caused by damage during use, resulting from instrument collisions, abrasive instrument cleaning, instrument cleaning while the instrument is inside of the body, or normal wear over time, due to friction against the cannula.

Event description:
It was reported that at the end of a da vinci-assisted sigmoid colectomy procedure, the metal portion of the fenestrated grasper instrument broke from the instrument's shaft where the silver head joins the shaft. As a result, the instrument and trocar were removed from the patient at the same time, as the instrument could not be straightened. At the time of the event, the instrument was being used to retract the bowel. It was inspected prior to use, it did not collide with any other instruments, and nothing fell off into the patient. The port site did not have to be extended, there was no tissue damage, and there was no unexpected bleeding as a result of this issue. No intervention was required after removing the instrument and the trocar, no injury was reported, and, per the surgeon, there was no negative outcome related to this incident. The procedure was completed robotically. There were no postoperative complications, and, per the reporter, the patient is doing well.